Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023 h6: investigation summary customer returned (6) 31g x 5mm pen needles loose without teardrop label and 3 teardrop labels loose from the lot# 2165530. It was reported by the consumer that when taking injection, the insulin would "squirt out" onto injection site. The returned samples visually verified and observed no issues. Functionality test was performed, and no issues were observed with leakage or clog. No issues of any kind were observed on the returned samples. Therefore, embecta was not able to confirm the customer indicated issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that during use with 4 bd ultra-fine¿ mini pen needles 5mm x 31g the insulin would "squirt out" onto injection site. Patient reported that her numbers were high. The following information was provided by the initial reporter: consumer reported when taking injection, the insulin would "squirt out" onto injection site stated, she was not getting all of her insulin and her numbers were 241 or higher. Stated, she used another brand and did not have any issue and now her blood sugar is anywhere between 95-130. Stated, she primes 4 units, (explained she should prime 1 or 2 units going forward)

Event description:
It was reported that during use with 4 bd ultra-fine¿ mini pen needles 5mm x 31g the insulin would "squirt out" onto injection site. Patient reported that her numbers were high. The following information was provided by the initial reporter: consumer reported when taking injection, the insulin would "squirt out" onto injection site. Stated, she was not getting all of her insulin and her numbers were 241 or higher. Stated, she used another brand and did not have any issue and now her blood sugar is anywhere between 95-130. Stated, she primes 4 units, (explained she should prime 1 or 2 units going forward).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.